Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned the actual sample was returned for investigation. Visual inspection of the returned sample revealed a missing side arm for white cuff. Functional inspection identified that both the bronchial blue cuff was able to maintain the required pressure upon inflation test, however the inflation test could not be performed on the tracheal clear cuff due to the missing side arm. The remaining portion of the side arm found inside the airline indicates that it had been inserted previously. A review of the manufacturing process confirmed that bronchial tubes undergo 100% water leak test, visual inspections and inflation and deflation testing during final inspection, as part of the product release criteria. Any defects such as leaks or missing parts would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure but from external force or excessive physical force exerted on it. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube.".

Event description:
It was reported that: "on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4).